Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels dropped down to 65mg/dl, after the customer treated for a high bg by changing the site, and bolusing for a meal without eating. The customer stated that they would compensate for the low bg by consuming a meal. There were no issues found during troubleshooting with tandem technical support.